Event description:
It was reported that "erosion" of both cranial and caudal endplates of the treated disk were observed. Bone union did not occurred.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Two sagittal views of CT scan taken after l4/5 transforaminal lumbar interbody fusion (tlif) for spondylolisthesis. Artifact from screws obscures detail around canal and l4 disc space. Sclerosis cyst is seen in l4 adjacent to endplate at middle third posterior and third junction. No other bone loss is apparent. Vacuum disc phenomenon noted at l5, l3, l2, l1, t12 discs.